Event description:
Meter name: ultra meter. Strip name: ultra strips. Meter code: unk. Strip code: unk, strip storage: unk. Symptoms: dizzy and blurry vision. A pt reported they were not able to get a blood reading and had to guess on insulin. Their meter allegedly would only prompt er2. The result on their meter was er2 prompt. Customer was not tested with any other equipment. Treatment was insulin. No further info has been reported.